Manufacturer narrative:
Product event summary: manufacturer¿s analysis found that the floppy disk drive (fdd) of the device was not communicating; the fdd was replaced. It was also noted that the device did not pass the twenty-four point touch screen test; the bezel assembly was replaced, the hard drive was reconfigured, and the software was reloaded. The device passed final functional and system tests.

Event description:
It was reported that the programmer was not able to interrogate the device. The programmer has been returned for repair. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.